Event description:
Pt had left breast implant removed due to exposure. Pt had breast implants implanted five months ago in another. After removal, the breast tissue was found to have active chronic inflammation; focal foreign body giant cells present; foam cells present. Pt did not receive a replacement implant. Breast implant material unk.